Event description:
It was reported via repair work order that the zoom drive would not disengage due to a missing pin and lift roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom drive would not disengage due to a missing pin and lift roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the clevis pin, rue ring cotter, and the lift fork rollers were missing, not allowing the zoom to retract. This would result in increase resistance while the unit is not in zoom mode; however, the zoom drive could still be engaged and the unit would still be mobile in manual mode, if needed.